Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- stem. The reported event is unable to be confirmed due to lack of information; no product, pictures, or medical records were provided. Review of the device history records could not be performed as part and lot information was not provided. Though zimmer biomet devices are sterilized in accordance with FDA and iso standards and regulations, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03519, 0001822565-2023-03521 h3 other text : discarded.

Event description:
It was reported that the patient underwent initial surgery on an unknown date. Subsequently, the patient had a revision on approximately 3 weeks ago due to an infection. The patient had an anatomic shoulder and no further information is known.